Event description:
It was reported that the device was explanted due to clinical failure and pain. An attempt for additional information was made, but no information was available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the extension found no anomaly. Analysis of the lead found no significant anomaly. The lead body had been cut through and the product was segmented.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), product type extension, product ID neu_unknown_lead, product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.